Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported event could not be conclusively determined. The reported unexpected medical intervention and surgery are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 13 february 2025, a 29mm navitor vison valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the patient had a complete heart block and a temporary pacemaker was placed. The valve was implanted at a depth of 3mm. On 14 february 2025, a permanent pacemaker was implanted. The patient was reported discharged.